Manufacturer narrative:
(B)(4). Product returned for investigation. Visually inspected returned pen needles (9) on 2/20/2019. Pen needle arrived without protective seal and with inner component bent: can not align or dispense properly. Defect found. Final root cause: rc- 003 other root cause: improper use/ mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for inaccurate dispense/aspiration of pen needles. The customer feels well and did not report any symptoms. Customer did not claim they were injured while using the product. Customer stated that many of the trueplus pen needles were aligned but not aspirating/dispensing the insulin. Customer did not have to seek medical attention. Customer did not have any concerns regarding the plunger or the needle being broken or that the products are discolored or with the appearance.